Event description:
Customer called to report the pump was not delivering any insulin. Troubleshooting was performed. The insulin was not exiting. Also customer stated that the front arm seems to be loose. Device was not dropped, bumped, or exposed to moisture.